Manufacturer narrative:
Product ID 3998, lot# va00vyf, implanted: 2012 (B)(6); product type lead product ID 355029, lot# n114185, implanted: 2009 (B)(6); product type accessory product ID 3708260, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).

Event description:
The consumer reported that the patient experienced a loss of therapy. The patient's implantable neurostimulator (ins) "died" and quit working in (B)(6) 2015. Since (B)(6) the patient had felt a shocking sensation out of the blue and the device would not turn off. The device was showing the patient a ton of messages and they had been fixing them. The ins did not work for a week so they charged it and it showed it was charged but it would not work. All of a sudden it started working a week later but it would not turn off. They had been trying to find a doctor to replace it. A manufacturer representative called the patient on 2015 (B)(6) and left a message. They were scheduled to see the patient on 2015 (B)(6) but the patient was ill and was going to reschedule at a later time. The patient was indicated for multiple back operations. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer and manufacturer's representative (rep) reported the rep left another voice message. The patient then left a message saying that she did not want to move forward with an appointment. The patient said the stimulator was working and was not sure why it had stopped working for 2 months. It was noted the patient had been sick and was still not feeling the best. The patient said she would reach out if she needed assistance in the future.